Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with this inflatable penile prosthesis (ipp). An ultrasound found that there was no fluid in the system. The existing device was removed and replaced. Upon explant, a hole was identified in the reservoir. No patient complications were reported.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). An ultrasound was performed, showing no fluid in the system. A revision surgery was planned but not yet performed. The patient was stable and there were no clinical consequences.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.